Manufacturer narrative:
The product has not been returned so no eval is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer called to report a pod that was hard to fill, but he went ahead and activated the pod. He experienced high bg's (mid 300's) that wouldn't come down with boluses. Customer was able to activate new pod. No further problems reported.